Event description:
The customer reported that the ventilator was giving transducer fault, vent inop, motor fault, circuit disconnect, high rate alarms and monitoring low pip and low ve on test lung with proper alarm limit setting. No pt involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed in to a known good unit. The unit was powered in service mode and the event error log was viewed, noticed multiple xdcr fault (0, 0, 36) events recorded. A xdcr calibration was performed and failed to calibrate, the 0cmh2o ad is 36 should be min 795 max 1132 prev 930. The customers issue was able to be duplicated and isolated to a bad xdcr pt800. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.